Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication use was for non-malignant pain. The healthcare provider (hcp) reached out requesting a company representative (rep) to come to the hospital to interrogate a pump. The hcp stated that the patient was unresponsive. They will check for medication toxicity or withdrawal. The technical service transferred caller to the national answering service (nas). (B)(6) 2024 masres1: pc to renata szuwald at 8476575649. Spoke with renata szuwald who indicated that they were not sure if there was an issue with the pump but when they turned off the pump, the patient became responsive. Action/intervention: decreased the dosage to 75 percent then turned off the pump on 2024 (B)(6) after that. Outcome: the patient was dispatched from the hospital and doing well.